Event description:
Customer tested 21.5 mmol/l (13:56) and 5.3 mmol/l (14:05) on mobile system 1, and result of 18.7 mmol/l (14:09) on mobile system 2. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The customer did not indicate which lot number produced which discrepant result. This medwatch report is for the suspect device used in system 2 (lot number 278201, expiration date 03/31/2014). Reference medwatch report with (B)(6) for the suspect device used in system 1.